Manufacturer narrative:
The microcatheter is expected to return for evaluation. However, the product has not yet been received. As a result, the cause of the reported event cannot be determined. Should the device return, a supplemental report will be submitted upon completion of the evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal marker band of the marathon catheter dislodged and was found in a vessel en route to the avm. There was no injury to the patient and the avm was successfully treated. The patient was undergoing the embolization procedure to treat an avm on the right side of the face in the facial artery. Vessels were severely tortuous and several attempts were needed to reach the nidus of the avm. All devices were prepared and flushed as directed. The catheter tip was not shaped. Continuous flush over the rhv was also performed. When attempting to reach the entry of the avm, the distal tip marker dislodged from the marathon and was found in a vessel near the avm. The procedure was completed successfully with another catheter. The marker band remains in the patient in the right facial artery; there was no medical or surgical intervention required.

Manufacturer narrative:
Device evaluation: the marathon micro catheter was returned for evaluation and the clinical observation was confirmed as the distal marker band and tip of the marathon micro catheter was found to be separated and missing. This segment will not be returned for analysis as it remains within the patient. The marathon micro catheter distal end appears to be bent. The appearance of the bent distal tip is consistent with shaping. However, the customer reported the distal tip was not shaped. The tubing material at the broken end exhibited with jagged edges and stretching. The marathon micro catheter was flushed and water exited from the distal end. No other anomalies were observed. It is possible the ¿severe¿ vessel tortuous and the ¿several attempts made to reach the nidus of the avm¿ contributed to the separation issue. All products are 100% inspected for damages and irregularities during manufacture. Per the marathon IFU (instructions for use): warnings ¿ ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation.¿ precautions ¿ ¿when the infusion catheter is in the body, it should be manipulated only under fluoroscopy. Do not attempt to move the catheter without observing the resultant tip response.¿ if information is provided in the future, a supplemental report will be issued.